Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
Drug/diluent: unknown, fill volume: unknown, flow rate: unknown, procedure: unknown, cathplace: unknown. (Reference 2026095-2011-00458 (111272a)) pump emptied in approximately 16 hours. Date of event: (B)(6) 2011.